Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the left rear wheel has come unspooled and bound up in the rim so the wheel will not turn.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the bearings were bad causing the reported complaint issue.

Event description:
The provider states the left rear wheel has come unspooled and bound up in the rim so the wheel will not turn.